Manufacturer narrative:
Received 1 used silicone foley catheter only. Visual inspection noted no obvious defects and no cuff roll was observed. Per the functional evaluation, the balloon was inflated with air and deflated; cuff roll was not formed. 10cc of a mix of water and blue methylene was then introduced with a syringe and the catheter was left for 3 minutes resting on a flat surface. It was then deflated by itself and a cuff roll was not formed. Per dimensional evaluation, active length was measured and results were as follows: short side= 0.7605¿, long side=0.7750¿ (per (B)(4) the active length is 0.6¿ to 0.9¿). The catheter active length was found within specification. The reported issue was unconfirmed during the evaluation, as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following to deflate catheter balloon: "1. Gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter formed a ridge during removal from the patient. It was alleged that the catheter had to be forcefully removed. No medical intervention was needed and no patient injury was reported.